Event description:
It was reported that syringe 1ml 29g 1/2 in bls 400 sg brazil had scale marking issues. This was discovered before use. The following information was provided by the initial reporter: syringe bd safetyglide insulin has the writing and scale blurred and quite gruffly and apparently non-standard. Information received by email on 8/30/2019: there was no damage to the patient/health professional.

Manufacturer narrative:
H.6. Investigation summary: customer returned (2) 1ml, 13mm, 29g bd safetyglide insulin syringes in sealed blister packs from lot#: 6300681. Customer states that the writing and scale blurred and quite gruffly and apparently non-standard. Both returned syringes were examined visually and both exhibited blurry print on the barrel. A review of the device history record was completed for batch#: 6300681. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200669173, 200667654, 200669137] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on (B)(6) 2019, holdrege received a photo of (1) syringe 1ml 29g 1/2 in bls 400 sg brazil syringe from batch: 6300681, catalog: 329459. Visual inspection of the syringes found that the ¿u-100 insulin¿ description was slightly smeared but legible. The print on the sample was reviewed against qc700450 rev 42 requirements. Ink rings, smear(s) or spot(s) that intercept with number, line and/or legend. One or more scale lines missing. (1/2 of the scale line must be visible). Ink rings, smears or spots no wider or darker than a scale line, must not fall between the scale line, must not be interpretable as a scale line. Unreadable numeral or legend (e.g. ¿use once and destroy¿, u-100 or ml). Density of print, too dark, ink is too thick to read numbers and/or scales. Density of print, double print, creates a partial or entire second copy of the original impression. Discolored print: creates a darkened or smokey appearance causing unreadable markings. The reported defect was not confirmed in holdrege as all syringes were within the specified limits, therefore no investigation is required. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1 ml 29g 1/2 in bls 400 sg (B)(6) had scale marking issues. This was discovered before use. The following information was provided by the initial reporter: syringe bd safetyglide insulin has the writing and scale blurred and quite gruffly and apparently non-standard. Information received by email on (B)(6) 2019: there was no damage to the patient/health professional.